Event description:
It was reported that there was a breakage on the stent when the user opened the stent set, in the operation room, prior to use.

Manufacturer narrative:
Received stent without suture. The reported event was confirmed; however, the cause is unknown. Per visual evaluation, the stent was broken. The root cause could not be determined. The exact cause of the sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(1) do not forcibly insert or remove the stent. It may injured patient or/and damage this product. (2) avoid improper handling of stent such as bending, kinking, tearing and etc. (3) avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instrument. (4) determine the proper stent length for the patient. Selection of too short a stent may result in migration. (5) in the event of stent migration, cystoscopy or ureteroscopy should be used to return the stent to the original position or removed it from the patient. (6) care should be exercise d when removing the stent to eliminate tearing or fragmentation." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a breakage on the stent when the user opened the stent set, in the operation room, prior to use. .